Event description:
The customer reported that her blood glucose measured >250 mg/dl less than a day after the pod was activated. She stated that the cannula pulled out of the infusion site and she could smell insulin leaking.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.